Event description:
It was reported that the patient had discomfort related to heart rate change while lying down. The right ventricular (rv) epicardial lead and right atrial (ra) epicardial lead was found to have noise and low lead impedance. The leads were replaced with intravenous leads. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4968-35 lead, implanted: (B)(6) 2000. (B)(4).